Event description:
At 0713 pt was taken off ventilator to transport to cardiac cath lab. Resuscitator utilized during transport. Unpon arrival to cath lab, pt placed on ventilator. At 0725 pt's cardiac rhythm agonal. Chest compressions and acl's protocol initiated. During CPR respiratory therapist noticed no resistance with ambubag (resuscitator). Pressure check performed on device and failed.